Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, the implantable cardioverter defibrillator (ICD) showed an alert for over-sensing. The ICD was reprogrammed. The patient was stable.